Manufacturer narrative:
E1: patient city: (B)(6). Patient country: unites arab emirates.

Event description:
Reference number (B)(4). Event occurred in unites arab emirates. It was reported that the patient went to the emergency room (ER), faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024 due to bent cannula. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Length of hospitalization was one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.